Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
It was reported that already from the first installation on (B)(6) 2021 a low level of po2 (266mmhg) was noted which progressively decreases until (B)(6) 2022 to levels where it is believed that it should be replaced (102mmhg). The circuit is not available for return because it was used on a positive covid patient and therefore disposed of according to the hospital rules. It should be noted that also the second hls set advance 5lt put into use from (B)(6) 2022 has similar performances (277mmhg) to (B)(6) 2022 have dropped further to 189mmhg of po2. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that already from the first installation on (B)(6) 2021 a low level of po2 (266mmhg) was noted which progressively decreases until (B)(6) 2022 to levels where it is believed that it should be replaced (102mmhg). The circuit is not available for return because it was used on a positive covid patient and therefore disposed of according to the hospital rules. It should be noted that also the second hls set advance 5lt put into use from (B)(6) 2022 has similar performances (277mmhg) to (B)(6) 2022 have dropped further to 189mmhg of po2. The affected product was not available for laboratory investigation as it was disposed off by the hospital. The production records of the affected hls set (batch 3000147846, 3000144773, 3000144772,3000144772) were reviewed on 2022-03-10. Following tests are performed according to the bop as a 100 % inspection: -tightness and pressure test; -functionality test; -coating test ; -final product test. According to the final test results, all oxygenators passed the test as per specifications. Production related influences are unlikely to have contributed to the reported failure. However, the data's provided by the customer were medically assesed by maquet cardiopulmonary and the following conclusion was provided in regards of the most probable cause of the reported event "low level of po2": "that said, given the data presented by the customer in the context of this complaint, the likelihood of the root-cause as patient-centered is more plausible than a product-centered root-cause. It is likely that the scenario experienced by the user was the result of recirculation within either the patient or the ecls circuit. The complaint narrative mentioned that hemoconcentration was used in the context of support. A further examination of the structure of the hemoconcentration circuit as well as the percentage of shunting through that circuit should be examined and may be a contributing factor in the observation of the customer. Last, recirculation is common to vv-ecls/ECMO and may be the result of the any or all of the following when vv-ecls/ECMO is deployed: lacement, migration, and/or configuration of the cannula; changes in intra-thoracic, intra-cardiac, and intra-abdominal pressures; pump speed, cannula size, and extracorporeal blood flow. The observation of the customer is strongly suspicious of intermittent recirculation between the ports of the venous cannula. Moreover, the same behavior was observed in the second hls 5050 set as with the first hls 5050 set. Last, the reported sao2, paco2, and lactate values all remained the steady. It is assumed that a diminution in oxygenator performance would have also reflected in these parameters (sao2, paco2, and lactate) with a certain degree of correlation to the pao2 movement.". Thus the reported failure "low level of po2" could be confirmed, but was most probable not attributed to a product related malfunction. The customer will be informed about the investigation results via the ssu (sales and service unit). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.